Manufacturer narrative:
Other, other text: h6 codes updated. One device was returned for investigation in used condition. While performing visual inspection, the return tube was found to have cracks around the elbow fitting, and a handmade label attached to the heater. The device was functionally tested where it was found to be working as expected. The customer complaint was not able to be replicated. No action was taken due to this. Device history review was not done as the device was beyond a year from the manufacturing date.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation; investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was "alarming on number 1 and number 2." There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 3-apr-2023 via email: event date was updated from unknown to jan 25. No patient injury.